Event description:
The customer contacted heartsine to report that their device failed to deliver a shock to a patient. The patient involved in the reported event is deceased.

Manufacturer narrative:
The customer provided stryker with the available patient information. The applicable fields have been updated.

Event description:
The customer contacted heartsine to report that their device failed to deliver a shock to a patient. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to duplicate the reported issue. The device operated as expected during testing. The cause of the reported issue was not determined. The device was archived by heartsine. Heartsine performed a clinical review of the reported event and determined that the device use did not contribute to the patient's outcome as the device performed to specification throughout this event. Additionally, the patient presented with a non-shockable rhythm and a shock was not required.

Event description:
The customer contacted heartsine to report that their device failed to deliver a shock to a patient. The patient involved in the reported event is deceased.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.